Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a 6f launcher guide catheter during a procedure to treat a mildly calcified lesion in the ostium of the left main coronary artery. The device was removed from packaging and prepped per IFU with no issues. Resistance was encountered when advancing the device. Excessive force was not used during insertion/delivery. The device was excessively torqued. It is reported that the top of the catheter kinked in vivo. The kink occurred whilst advancing the device in the vessel. No patient injury is reported.